Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 2000 ohms. The device had triggered a lead safety switch due to the high impedance measurements, which had changed the configuration to unipolar. The device system was tested and isometrics were performed in bipolar configuration which yielded normal results. When the device was manipulated in bipolar configuration, impedance measurements of greater than 3000 ohms were observed. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.